Event description:
It was reported the patient experienced discomfort at the ipg pocket site while sleeping. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg pocket site was relocated. The patient is doing well postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.